Manufacturer narrative:
The device was returned to the resmed (B)(4). A review of the downloaded error logs showed that sf180 occurred during ventilation. The device will be sent to resmed technical services in (B)(4) for additional investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported single occurrence of system fault 180 was confirmed through review of the device logs. The investigation determined that the device fault was most likely due to and oversensitive software detection algorithm. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).